Event description:
The pt was complaining of discomfort, after analyses it was found that the poly insert was too thick. The surgeon did a poly exchange for a thinner poly to increase the pt's range of motion and mobility. Ref MFR report#: 3005180920-2014-00076.